Manufacturer narrative:
Pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. Unit received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 94 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.